Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad stopped event on the reported event date which was a result of a controller exchange. Log file analysis also revealed a critical battery alarm and an electrical fault alarm. The latter is a result of a front stator fault. The front stator was reactivated 4 seconds later and a temporary single rear stator operation ensued. This observation is not related to the reported event. Lastly, log file analysis revealed a controller power up and motor start event, which is evidence of a double-power disconnect. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the loss of power may be attributed to an inadvertent double disconnect of both power sources as a result of the patient's attempt to troubleshoot the alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2015-02143 and 3007042319-2015-02144) submitted for devices related to the same event.

Manufacturer narrative:
Log files sent. Critical battery alarm and electrical fault seen on history. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Avoid devices and conditions that may induce strong static discharges (e.g., television or computer monitor screens) as electrostatic discharges can damage the electrical parts of the system and cause the lvad to perform improperly or stop. Be watchful for unusual changes in power or flow alarms for a period of time following equipment changes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-02143, 02144) submitted for devices related to the same event.

Event description:
It was reported by medical personnel that a patient experienced a low priority alarm sound on the controller. Both batteries showed 4 bars indicating full charge. Patient states that alarm escalated to a no power alarm before he could change any batteries. Patient disconnected both batteries and then reconnected same batteries and the alarm resolved. The patient went to the clinic and the clinical engineer recommended the battery and controller be exchanged; devices were exchanged with no reported consequences or impact to the patient. The patient is an auto mechanic and disassembles and reassembles car engines. He also admitted to performing some vacuuming in the past but wasn't sure of the dates. No additional information was provided.